Event description:
During evaluation of a returned homechoice device, a high drain error 101 alarm was identified. The alarm occurred on (B)(6) 2013 during night drain one. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation was completed. This is an ancillary service event opened during investigation of (B)(4). The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.